Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level and also had a damage on the insulin pump. The customer also stated that the insulin flow blocked. The customer reported that the blood glucose had been running higher between 200 mg/dl to 280 mg/dl. The customer declined troubleshoot on pump for high blood glucose. The customer reported that the o- ring was missing from the reservoir compartment. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional. The customer advised that the pump needs to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unit received missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.